Manufacturer narrative:
The lead was returned for analysis. This event will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
Visual inspection noted both the internal and the external insulation were abraded through to the conductor coil. The high voltage dbs cable was found to be pulled to the point of fracture at the distal end of the yoke stake block. An xray of the dbs cable found the cable was captured by the stake. The damage to the dbs cable appears to be induced from the explant procedure. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited and the information reported with the lead, it was concluded that the insulation damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
The lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this event will be updated.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited low pacing impedance measurements. The pocket was reopened and it was determined that the lead had fractured. The lead was explanted and successfully replaced. No adverse patient effects were reported.